Event description:
A pump with a storage mode issue was reported as it would not turn on, with the screen remaining dark. There was no adverse impact as the pump was not in use at the time of the event. The device is expected to be returned for further investigation.